Event description:
Ous MDR - during predilatation of a heavily calcified stenosis in the left proximal external iliac artery the passeo-35 8/40/80 balloon ruptured circumferentially. It was not possible to pull the ruptured balloon back through the introducer sheath. Leaving the guide wire in place, the sheath and the passeo-35 balloon were removed together. A new sheath was then inserted to continue the procedure. No patient injury was reported. The patient was discharged home.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material was reviewed. The complaint instrument was returned for technical investigation in two parts. The proximal fragment consists of the catheter shaft and the proximal part of the balloon. The balloon has ruptured in transversal manner in the cylindrical part of the balloon. The distal fragment consists of the tip, the distal balloon part and a part of the inner shaft including both x-ray markers. The balloon is compressed at the distal end. After cleaning microscopic analysis of both balloon parts showed several transversal scratches on the balloon surface near the fracture site most probably caused by the heavily calcified stenosis. The angiographic material shows the severely calcified stenosis in the iliac artery. Several balloons of different diameters are subsequently inflated inside the lesion. The balloons are locally constricted during the inflation. The reported burst of the balloon is not seen on the provided x-ray pictures. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The transversal rupture of the balloon was most likely caused by the severely calcified stenosis.